Manufacturer narrative:
A ge rep evaluated the system and replaced the temperature sensor. System operates as intended. (B) (4).

Event description:
The customer reported the temperature sensor is defective. No pt injury was reported.